Manufacturer narrative:
Product analysis : analysis confirmed customer comment. The bezel assembly (touchscreen) is broken. Replaced assembly. The stylus ca libration failed due to defective stylus. Replaced and calibrated stylus. Left keyboard hinge broken. Bullet top assembly is missing. Passed electrical testing. Passed all final functional and system testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen was broken, and stylus calibration failed. In addition, the keyboard hinge was broken, and there was a missing bullet. The programmer was returned for service. No patient complications have been reported as a result of this event.